Event description:
Customer reported the 3rd and 4th pins were bent and blackened on the device. Customer stated alcohol was used to clean and disinfect the device. A request was made for return product and replacement product was sent.